Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an routine clinic visit. Upon interrogation of the implantable cardioverter defibrillator, it was revealed that the device exhibited one treated ventricular tachycardia event with an alert for multiple episodes of non-sustained ventricular oversensing due to t-wave oversensing. The device was successfully reprogrammed. The patient was reported to be in stable condition.